Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast reconstruction primary with unknown silicone breast implants which left rupture / right pain. Patient tripped and fell into fire door in november and fell down the stairs - patient felt like crashing into a cement wall - concision and headaches. Sometime in december giant cat jumped directly onto her chest. When patient moves and breaths it hurts. Has gotten better, but then pain comes back. Sore achy sharp pain over to the right side of the chest, all around implant. Can also feel there's soreness directly behind the implant. MRI examination earlier this month confirmed left rupture, and inconclusive for the right side. These issues happen left side.

Manufacturer narrative:
On july 1th, 2020 additional information received, indicates that the right implant was also ruptured. As a result patient underwent bilateral removal and replacements as follow: right replaced with cat#:3507405mc, sn#: (B)(6) and left replaced with cat#: 3507405mc, sn#: (B)(6) on (B)(6) 2020. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinician second review of this file performed on (B)(6) 2020, it was decided to remove patient code: generalized illness to more accurately capture the reported event.¿ manufacturer¿s reference number: (B)(4).